Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump does not sense closed door during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and 'does not sense closed door' was reproduced. A review of the event history log revealed door jammed messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition "does not sense closed door" was verified. The cause of the condition was determined to be the lower hook being out of adjustment. The hooks require adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.